Event description:
In 2009, the patient stated that she woke up at 3:00am and e4 (occlusion) error was displayed on her infusion device and her blood glucose was elevated to 520 mg/dl. She injected insulin via syringe to lower her blood glucose. Her target blood glucose level is 120 mg/dl. She stated that yesterday at 4:00pm, her blood glucose measured 82 mg/dl and before bed it measured 361 mg/dl. Symptoms of elevated blood glucose are fatigue and not feeling well. The patient was assisted in changing the insulin cartridge and she primed the infusion set and bolused without error. Her blood glucose measured 208 mg/dl at the time of the report, and she bolused 4 units of insulin without error. The patient was sent replacement insulin cartridges. Upon follow up the same day, the patient stated that she had no further errors and her blood glucose had ranged from 145-275 mg/dl. Six days later, the patient reported that she had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.